Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence. During revision surgery, a pinhole leak was identified in the cuff. The physician believes the device did not directly cause the incontinence but considers that the leak may have contributed to it. The device was removed and replaced with a new one. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence. During revision surgery, a pinhole leak was identified in the cuff. The device was removed and replaced with a new one. There were no further patient complications reported.